Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model#: sc-4316, lot #: 17549332, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was starting to break through the skin. The patient underwent an explant procedure per physician's preference. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there was an actual skin breakage. It was noted that the device was poking through the skin.

Event description:
A report was received that the patient's ipg was starting to break through the skin. The patient underwent an explant procedure per physician's preference. No device malfunction was suspected.